Event description:
The customer stated that, the aspartate aminotransferase activated (asta) reagent with the lot# 46059hw00 is labeled as alta. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.